Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath and fatigue due to loss of atrial capture and high thresholds on the right atrial (ra) lead. The patient¿s device was programmed to atrial only pace/sense (aai) mode and the patient was not getting needed therapy. The physician elected to turn off the ra lead and program the device to a ventricular only pace/sense (vvi) mode. The ra lead remains in the patient out of service. No further patient complications have been reported as a result of this event.